Event description:
It was reported that the pt said that the unit not suctioning properly. T/s was performed and water test failed. Did not suction the water up properly, confirmed the valve was not stuck and all connections were tight. Sending replacement kit. If this doesn't fix the suction issue, next steps are sending a replacement pw200 unit. It's unclear if lot number was requested. Used with wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.